Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that the reservoir edge has been peeling off and now the whole plastic edge has broken off. The customer stated that the pump can no longer hold the reservoir in place. The customer stated that it's been happening for months on multiple batches and on different pumps. The customer will be sent replacement sets.